Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that their onetouch verio 2 meter read inaccurately high compared to results on the same meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged issue occurred on (B)(6) 2020. The patient reportedly obtained inaccurate high blood glucose readings of ¿500 mg/dl¿, ¿400 mg/dl¿, ¿380 mg/dl¿ and ¿180 mg/dl¿ with the subject device. The patient normally manages their diabetes with insulin (humalog, ¿5 or 6 units¿) which is self-adjusted depending on blood glucose results. Based on the alleged inaccurate results, the patient administered additional insulin (dosage not specified). The patient called the emergency medical services (ems) for assistance before they ¿passed out¿. The patient reported that they had to be taken to the emergency room where they were treated with food, no other treatment was reported. During troubleshooting, the reporter was able to confirm that the unit of measure was set correctly on the subject meter and that the patient¿s testing process was correct. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.